Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) was contacted and recommended possible programming options. An rv lead replacement was scheduled. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.